Event description:
It was reported that during a lap cholecystectomy, the clip could not be formed properly at the second firing though the device functioned as intended at the first firing. The device was used on the blood vessel. Then, the device was removed from the patient and the device was fired for functionality out of the patient. The device functioned as intended out of the patient, so the device was inserted into the patient and fired again but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # m91716. Conclusion: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.